Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: what type of procedure was the device used in? Unknown. It was reported that the ¿device blocked¿ during the procedure. Does this mean that the device locked out and would not fire? Yes. The device was fired and it turned out that it didn¿t staple but only cut. Then the device blocked. It was reported that there was a hole in the colon. Was this a result of the device cutting and not stapling? Yes. As the device didn¿t staple, they had to use another one in order to make sure that everything was well stapled and that the hole in the colon was ¿fixed¿. Were there any patient consequences? If yes, please describe. Hole in the colon which had to be fixed. Prolongation of the surgery.

Event description:
It was reported that during an unknown procedure, the device didn't staple, but only cut. Device blocked during the procedure. This made a hole in the colon.

Manufacturer narrative:
(B)(4). Batch # n57l12 the analysis results showed that the cs40g device was received with no apparent damage and with a reload present. The reload was a received with void staples, with the washer uncut and with the knife recess below the reload deck. In addition with several staples stuck on the washer. This condition is consistent with the device being partially activated. As a result of the partial firing the lockout was engaged when the device was reopened. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. Please reference instructions for use for additional information. Further analysis showed that the knife was damaged. This damaged is consistent with the device being clamped over a hard object, the knife retraction arm was also damaged, due to the mentioned condition on the knife retraction, no functional test could be performed. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.